Manufacturer narrative:
The tip was received for evaluation. The tip passed flow, leak and thermistor testing. The tip failed visual testing and no functional test was performed due to dielectric break down being present. Based on the evaluation of the data card, the hp and the system performed as designed. Additional investigation is underway.

Event description:
It was reported the user observed a spark/flame on the thermage tip membrane after approximately 544 pulses had been completed. The user was treating the patient's forehead at the hairline at the time of the event. Additional coupling fluid was added to the treatment area and a few additional pulses were completed which seemed to increase the size of the flame on the tip membrane. The patient reported experiencing pain and the user reported smelling the scent of burnt hair and believes some of the patient's fine hair was burned. The user inspected the treated area and did not observe any damage to the patient's skin. No additional treatment was required and permanent impact is expected.

Event description:
The skin on the left side of the forehead was immediately slightly gray-white and later returned to normal. The patient yielded since the pain was described as severe and was not tolerable. No secondary intervention was necessary to treat the event. The patient was not given any more pulses to that area after the event. After treatment, the patient was described as fine, with no permanent damage or scarring. The highest energy level used was 4.0. The first flame was seen at level 3.5. The treatment level was adjusted down to then down to 3.0, then the provider saw another bigger flame at which customer felt the pain. No system errors or anything else out of the ordinary were observed during the treatment. This treatment was the initial use of the treatment tip. The treatment tip was not inspected prior to use but was inspected every 50 pulses throughout the treatment, ample solta coupling fluid and cryogen were used for the treatment. No other treatments were being performed at the same time as the thermage treatment. The patient had not had another aesthetic treatment to the area within the prior thirty days.

Manufacturer narrative:
Update section b5 to include all event information. Update to section d to include current manufacturing contact information and UDI. Update to section e to include reporter phone number. Update to section g to include current manufacturing contact information. Correction to d4 to include current 510k number. Update to h4 to include the device manufacturing date. Corrected h6 to include patient impact and changed to current coding format. The conclusions of our previous submissions remain unchanged. (B)(4) was initiated and implemented for this event.

Manufacturer narrative:
Correction: a 5. No permanent impact is expected. Additional info.: the treatment tip and datacrd were returned for evaluation. The datacard showed the following errors occurred during treatment: qty - error ID ¿ description - percent of reps 1 ¿ 112 ¿ rf delivery efficiency error (phase) ¿ 0.15% 1 ¿ 131 ¿ underforce during rf on ¿ 0.15% warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the data, the hp and the system performed as designed. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. A review of the manufacturing records showed all requirements were met. A medical review of this case determined no serious injury occurred. Service confirmed damage on the tip membrane along the rf trace. Based on the available information, pain and burning smell was most likely caused by damage on the tip membrane along the rf trace. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. In addition, product design changes will be considered to further reduce the probability of a cracked rf trace, implementation of which will be conditional based on successful verification activities.